Event description:
It was reported that during a laparoscopic distal gastrectomy(delta) surgery, the firing error occurred when the surgeon was trying to close last opening of the delta anastomosis. The staples did not form b-shapes and the cut line was not complete. Surgeon removed the errored staples and hand sewed. No patient consequences reported.

Manufacturer narrative:
(B)(4).